Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the drive support cap is sticking out of the insulin pump. Customer's blood glucose reading at the time of the incident was not included in the report. Troubleshooting was done. Product is not expected to return.